Manufacturer narrative:
Pump was received without a battery installed. The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer. The pump also received with scratched case and pillowing keypad overlay.

Event description:
It was reported that the customer passed away in a hospital emergency room. The customer was hospitalized on (B)(6) 2018. The cause of death was cardiac arrest and heart failure. The caller stated that the customer had diabetes for 50 years that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing. The emergency room doctors were performing CPR on the customer and the pump was removed. The customer was using sensors. The caller agreed to return the insulin pump for analysis. The pump was received with a partially broken reservoir tube lip, missing retainer, and a test reservoir could not be locked in to complete testing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.